Event description:
Patient underwent (3/13/92) a laparoscopy, lysis of adhesions, and left salpingo oophorectomy. The autosuture was used during procedure and was felt to have functioned as designed. Device disposed of at end of case. Following usuage, "pelvis was irrigated... Area was hemostatic." Patientr was transferred to recovery area, patient observed fopr approximately two hours then discharged to home. Readmitted twenty-two hours later with intra abdominal bleed;transfused with two units packed cells on 3/14/92. Bleeding was noted coming from the middle of the site where the autosuture was used. Two other areas near the bladder were noted to have slight oozingdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.